Event description:
The facility representative reported an infuso.r. Pump with a condition of ?will not infuse?. This condition occurred during a patient infusion in a dental office. There was no patient injury or medical intervention necessary according to the facility representative. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a non-delivery issue involving an infuso.r. Pump was confirmed and reproduced during sample evaluation. The assignable cause was determined to be a damaged switch printed circuit board (pcb). The switchboard assembly was replaced to fix the reported condition.